Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle bent during insertion. Consequence: use of another kit.". Two units were involved. Associated mdrs: 3006425876-2026-00573. Additional information received on (B)(6), 2026, indicated that another needle was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".